Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that an infection may have been present at the ipg site. In turn, the patient had their ipg explanted on (B)(6) 2021 to resolve the issue. Patient was prescribed oral antibiotics as well.